Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that weight was still unknown. The device will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that lead insertion difficulty occurred during procedure. The healthcare professional (hcp) could not get the lead go all the way into the ins. Another ins was eventually used and the lead inserted fine. The system was working as intended. The previous lead was not implanted with an extension and 3023. No symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.